Event description:
It was reported that patient notifier was delivered for high, pacing lead impedance. Upon device interrogation, no abnormality was detected. The lead and device were explanted and replaced. Patient condition is good.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.